Event description:
It was reported by the patient that his "pacemaker was vibrating off and on". The patient contacted their clinic and was asked to send a remote transmission to the cardiologist. No additional information from the clinic could be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead (B)(6) 2011. (B)(4).